Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 17925219, model/catalog description: linear st lead kit 50 cm. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that during an ipg and lead replacement procedure (MFR report number 3006630150-2017-03324), a lead fragment was left inside the patient's body.